Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the customer. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The positive result was discarded, and there was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
The following fields were corrected with additional information: d.4. Device lot number: 0217916; device expiration date: 2020-12-11. H.4. Device manufacture date: 2020-08-17.

Manufacturer narrative:
Eua#: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the customer. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The positive result was discarded, and there was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0217916. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. CAPA 1878253 has been initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. A trend analysis was performed, and no adverse trend was observed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the customer. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The positive result was discarded, and there was no report of patient impact. Eua#: (B)(4).